Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that they confirmed that the network settings on the imaging system were proper. When the geo cal file was signed and restarted, connection was temporarily established, but the system reverted to lost communication.

Event description:
A medtronic representative reported that, while outside of a procedure, communication between the navigation system and the imaging system could not be established. Several different network cables were used, but the reported issue could not be resolved. The viewing station of the imaging system and imaging system were confirmed to be connected. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The investigation found that the network configuration settings could be linked to the induced event. The software functioned as designed.